Event description:
It was reported that the user experienced a low blood glucose event during sleep, recorded at 47 mg/dl and was alerted by the system, woke, and self-treated with oral glucose tablets, after which blood glucose recovered to 115 mg/dl. Investigation included troubleshooting and education with the user. Further investigation of this case revealed no device malfunction identified and cause unclear. There was no user reported clinical symptoms associated with hypoglycemia. Outcomes included no reported injury and no medical intervention beyond self-treatment. It was concluded that the event was hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.